Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0k1a5, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient¿s device was implanted to treat urinary retention caused by benign prostatic hyperplasia (bph), during the first month after implant he tried all four programs, and they all worked the same and gave perfect relief. He only had to increase stimulation to 1.2 or 1.3 until he felt stimulation. His urinary symptoms returned in early (B)(6). They were not as bad as they were prior to implant and the symptom return was gradual. Now he had to increase stimulation to ¿2 something.¿ the patient could sleep for about four hours a night without getting up and during the day he was going about every hour. Previously he was going every two hours. The patient was going to the bathroom more often, was waiting longer to start voiding, and was not voiding as much. The patient fell against the wall six to eight weeks ago. In the last two months the patient also had a medication change which could cause low abdomen and colon issues. The patient was having terrible gastric problems. He had felt constipated since (B)(6) 2014. When the patient stood up and walked to another room, he felt like he had to go, but when he got to the bathroom he had diarrhea and only produced ¿a couple of tablespoons.¿ this would go on for two to three hours. The patient felt full from his lower gut and down, but his stomach was growling. The patient had a CT scan of his belly and they didn¿t find any blockages. Stimulation was turned off for five days to see if symptoms changed after he explained his bowel issues to his healthcare professional. He experienced a gradual loss of therapeutic effect and a sudden loss of stimulation. The patient didn¿t see any change in his constipation or urinary symptoms. His device was turned back on. Stimulation was on 2.05 volts and he could feel it stimulate his whole groin. There was 50 percent or greater symptom reduction and the cause of the event was determined to be medication related and not device related. The patient was not recovered, his symptoms and issues were ongoing, and his healthcare professional was tapering his medications.

Manufacturer narrative:
.

Event description:
Additional information was received which noted that the patient received assistance from their doctor or manufacturer¿s representative and their concerns were resolved. Appointment date was noted as (B)(6), 2014.